Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reporter left side "rupture of the left device and fluid leakage". Device has been explanted and replaced.

Event description:
Healthcare professional reporter left side "rupture of the left device and fluid leakage". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on the posterior side assessed as unidentified (tear) opening. (Shell thickness was within specification) additional observations. Red particle observed on the device. No further actions are required as the device was implanted.